Manufacturer narrative:
The vyaire failure analysis lab received the suspected device/component and performed a failure investigation. The reported issue was duplicated in the laboratory setting. The reported complaint was able to be confirmed and duplicated. Transducer pt800 failed, pt802 is failing. This issue will be internally investigated within vyaire.

Manufacturer narrative:
The device trained customer reported the suspect device was evaluated. The customer cycled the device on and was able to duplicate the reported device behavior. The customer determined the likely cause of this failure was a component within the main printed circuit board (pcb). In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported the ventilator device failed to cycle a machine breath, while in patient use. The customer stated that the patient was placed on an alternate device and no patient harm or injury was associated with this event.